Event description:
Patient admitted into the hospital on (B)(6) 2023 for low wattage alarms. X-ray of driveline negative for fracture. Event log sent to abbott engineers without noted alarm etiology. Controller changed (B)(6) with cessation of alarms.